Manufacturer narrative:
The reported events were helix would not extend and low r-wave sensing variation. The reported event of helix would not extend was confirmed. The reported event of low r-wave sensing variation was not confirmed. A complete lead was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for lead testing in lab when low r wave sensing was noted on the right ventricular (rv) lead. Other lead parameters were within normal limit. The physician decided to reposition the lead. After the lead was positioned at acceptable position and verified by fluoroscopy, the helix failed to extend. After several rotations, the physician determined that helix would not extend. The lead was explanted and replaced. All lead parameters were within normal limit for new lead. The patient was stable before, during, and after the procedure.